Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes\right occlusion only'), device breakage ('device breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, menorrhagia, bladder disorder and nausea outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, dyspareunia, genital hemorrhage, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: received treatment for pain-dyspareunia (painful sexual intercourse),pelvic/ abdominal, bleeding: menorrhagia (heavy menstrual bleeding),general abnormal bleeding, bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: results of confirmation test: right occlusion only, breakage, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/breakage'), pelvic inflammatory disease ('other injury(ies) or complications: please describe: pelvic inflammatory disease') and pelvic infection ('pelvic infection') in an adult female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones and gallbladder removal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion ("migration: yes\right occlusion only/migration/ migration of essure device location of device: uterus cavity"). In (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic infection (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), nausea ("nausea"), urinary tract infection ("uti "), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic inflammatory disease, pelvic infection, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage, bladder disorder, nausea, urinary tract infection, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic infection, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain-dyspareunia (painful sexual intercourse),pelvic/ abdominal, bleeding: menorrhagia (heavy menstrual bleeding),general abnormal bleeding, bladder problems. The reporter commented: previously reported insertion date- 2011, (B)(6)2010 and (B)(6)2010. Patient received treatment for breakage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded), breakage of essure device, migration of essure device, other no contrast in left fallopian tube.. Imaging procedure - in (B)(6) 2011: not reported. Lot number: 689927 manufacturing date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/breakage'), pelvic inflammatory disease ('other injury(ies) or complications: please describe: pelvic inflammatory disease') and pelvic infection ('pelvic infection') in an adult female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones and gallbladder removal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion ("migration: yes\right occlusion only/migration/ migration of essure device location of device: uterus cavity"). In (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic infection (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), nausea ("nausea"), urinary tract infection ("uti "), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic inflammatory disease, pelvic infection, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage, bladder disorder, nausea, urinary tract infection, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic infection, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain-dyspareunia (painful sexual intercourse),pelvic/ abdominal, bleeding: menorrhagia (heavy menstrual bleeding),general abnormal bleeding, bladder problems. The reporter commented: previously reported insertion date- 2011, (B)(6) 2010 and (B)(6) 2010. Patient received treatment for breakage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded), breakage of essure device, migration of essure device, other no contrast in left fallopian tube. Imaging procedure - in (B)(6) 2011: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review this case identified as retention case and (B)(4) (duplicate case). All relevant information along with source document has been transferred to this case. Reporters information, medical history, lab data, lot number were added. Event device migration pt was updated to device expulsion and seriousness was updated to non serious incident. Event pid seriousness upgraded to serious incident. New events uti, bladder infection, vaginal infection, pelvic infection were added. Event pelvic infection marked as serious. Rcc added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes\right occlusion only') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), pelvic inflammatory disease ("other injury(ies) or complications: please describe: pelvic inflammatory disease"), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage, bladder disorder and nausea outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-dyspareunia (painful sexual intercourse),pelvic/ abdominal, bleeding: menorrhagia (heavy menstrual bleeding),general abnormal bleeding, bladder problems . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded), breakage of essure device, migration of essure device, other no contrast in left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received events "abnormal bleeding (vaginal),dysmenorrhea (cramping),other injury(ies) or complications: please describe: pelvic inflammatory disease" were added. Reporter information and lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes\right occlusion only'), device breakage ('device breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, menorrhagia, bladder disorder and nausea outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: received treatment for pain-dyspareunia (painful sexual intercourse),pelvic/ abdominal, bleeding: menorrhagia (heavy menstrual bleeding),general abnormal bleeding, bladder problems diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: results of confirmation test: right occlusion only, breakage, migration.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously added injury nos was replaced with dyspareunia & new events- pelvic/ abdominal, menorrhagia, general abnormal bleeding, breakage, migration, bladder problems, nausea were added. Lab test was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.